Manufacturer narrative:
Biomarc ex fiducial marker is a sterile, pyrogen free, single patient use, pyrolytic carbon coated discrete marker that is visible on standard radiographs and magnetic resonance imaging (MRI). Biomarc fiducial markers are intended to be implanted into the body to accurately visualize and constitute the reference frame for stereotactic radiosurgery and radiotherapy target localization. Biomarc ex fiducial marker is supplied pre-loaded in a delivery device. There are no known contraindications for biomarc fiducial markers. No testing on the specific device has been conducted as the device was not returned for evaluation. A review of the device history record for this specific lot could not be performed because there was no lot number available associated with this complaint. Upon release, every lot is reviewed and certified to have met all specification requirements. Biocompatibility testing was conducted as part of the initial qualification of this device and was determined to be nonimmunogenic. Although it could not be concluded that this device caused or contributed to this event, it has been determined to be reportable pursuant to 21 cfr 803 due to the reported adverse event. As such, we are submitting this medwatch report. The information contained herein is being provided to FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
A retrospective chart review study reported that a patient experienced a delay in treatment due to marker migration and/or visibility issues with a probable association. The event resolved with open surgical re-intervention. The patient had a full recovery.